Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after pre-dilatation was performed on the lesion in the left anterior descending artery (lad), an attempt was being made to cross through two previously deployed stents, deployed during a prior procedure in the lad. A guideliner catheter was being used for support, and during the attempt to cross through the stents, the stent implant dislodged from the balloon into the anatomy; however, when the stent delivery system was retracted from the patient, the dislodged stent implant also came out of the anatomy. There was no damage to the previously deployed stents observed. Another promus stent of the same size was used to complete the case successfully. There was no clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.